Event description:
It was reported that 2 syringe 5ml ll experienced liquid/moisture/droplets in syringe. The following information was provided by the initial reporter: lubricants have been found in ¿syringe 5ml luer lock.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-01. H6: investigation summary: two photos and one sample were received by our quality team for evaluation. From the photos, lubricant (silicone) was observed on the stopper. From the sample, a visible layer of silicone on the rubber stopper which is used in the syringe process was observed. The sample was subjected to the silicone content test and was within the acceptance criteria. A device history record review found no non-conformances associated with this issue during production of this batch. The lubricant, silicone, is used in the syringe for easy withdrawal of the plunger. As the sample passed the silicone content test, the team is unable to determine the root cause. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr 1: (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9237014, medical device expiration date: 2024-08-31, device manufacture date: (B)(6) 2019. Medical device lot #: 0324431, medical device expiration date: 2025-11-30, device manufacture date: (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 5ml ll experienced liquid/moisture/droplets in syringe. The following information was provided by the initial reporter: lubricants have been found in ¿syringe 5ml luer lock¿.